Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. He also had issues with the insulin pump's battery. The batteries were only lasting two days. The insulin pump sometimes alarmed low battery. Suddenly the insulin pump powered off and the customer had to turn it back on. The customer received a replacement battery cap but that did not resolve the issue. The insulin pump alarmed motor error three times in the last month. Customer's blood glucose level was not reported. The displacement test passed, the customer received the no reservoir alarm. In the alarm history several failed battery test alarms were found. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.